Manufacturer narrative:
Exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7082403/7082420.

Event description:
It was reported that the patient experienced irritation due to the implantable pulse generator (ipg) and also noted inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and retained by the medical facility.